Event description:
It was reported that the subject device displayed color bars on the screen and the camera was not working. The issue was found during laparoscopy salpingectomy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9,h2,h3,h6,h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent image, faulty charged coupled device, fail water leak test from cable. A root cause could not be identified. Based on the results of the investigation, color bars on screen was due to faulty charged coupled device. The cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.